Event description:
Caller reported encountering ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin. A systems check was started with tandem technical support, however, the customer declined to continue troubleshooting. However, due to the continuation of occlusions, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.